Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086723) on 29-may-2019. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('migration: fundus of myometrium (one was dislodged in the fundus of the uterus)'), device expulsion ('migration: fundus of myometrium'), salpingitis ('intra tubal acute inflammation and hemorrhage') and genital haemorrhage ('gen. Abnormal. Bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s),". The patient's medical history included overweight and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems") and allergy to metals ("allergy- nickel"). The patient was treated with surgery (d and c, dilation and curettage in (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, allergy to metals, fatigue and back pain had resolved, the embedded device, device expulsion, headache, migraine, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder, vaginal haemorrhage, weight increased, dysmenorrhoea, rash and dyspareunia outcome was unknown and the depression and anxiety was resolving. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, salpingitis, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Per fu (B)(6) 2020, date of insertion: (B)(6) 2011, (B)(6) 2012 (discrepancy noted).(B)(6) 2011, (B)(6) 2012. Essure: insertion detail: the catheter was detached from the device, and the device was in good position with 3- 4 trailing coils on the right side. The same procedure was performed on the opposite side with 3 trailing coils on the left side. There was no bleeding noted. Surgical pathology report: endometrium, curettage: weakly proliferative endometrium. Fragments of benign endocervical glands. Uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus: weakly proliferative endometrium. Adenomyosis. Focal foreign body giant cell reaction around coil site. Cervix: chronic cervicitis. Bilateral fallopian tubes: left fallopian tube with endometriosis, perivascular chronic inflammation, intra tubal acute inflammation and hemorrhage. Right fallopian tube with no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086723) on 29-may-2019. The most recent information was received on 05-sep-2019. And describes the occurrence of pelvic pain ('pelvic pain / chronic'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), migraine ("migraines"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), allergy to metals ("allergy- nickel"), psychological trauma ("psych injury related to essure") and fatigue ("other injuries/symptoms ¿fatigue"). The patient was treated with surgery ((B)(6) 2019- salpingectomy (bilateral) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals and fatigue had resolved and the device dislocation, headache, migraine, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder and psychological trauma outcome was unknown. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, device dislocation, fatigue, genital haemorrhage and psychological trauma to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: reporter information, patient demography, lab data was added. New events "abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, other injuries/symptoms ¿fatigue" were added. Outcome of event "pelvic pain" was updated as "recovered / resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086723) on 29-may-2019. The most recent information was received on 06-feb-2020 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('migration: fundus of myometrium (one was dislodged in the fundus of the uterus)'), device expulsion ('migration: fundus of myometrium'), salpingitis ('intra tubal acute inflammation and hemorrhage') and genital haemorrhage ('gen. Abnormal. Bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s),". The patient's medical history included overweight and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems") and allergy to metals ("allergy- nickel"). The patient was treated with surgery (d and c, dilation and curettage in (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, allergy to metals, fatigue and back pain had resolved, the embedded device, device expulsion, headache, migraine, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder, vaginal haemorrhage, weight increased, dysmenorrhoea, rash and dyspareunia outcome was unknown and the depression and anxiety was resolving. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, salpingitis, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Per fu (B)(6) 2020, date of insertion: (B)(6) 2011, (B)(6) 2012 (discrepancy noted).(B)(6) 2011, (B)(6) 2012 essure: insertion detail: the catheter was detached from the device, and the device was in good position with 3- 4 trailing coils on the right side. The same procedure was performed on the opposite side with 3 trailing coils on the left side. There was no bleeding noted. Surgical pathology report: endometrium, curettage: weakly proliferative endometrium. Fragments of benign endocervical glands. Uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus: weakly proliferative endometrium. Adenomyosis. Focal foreign body giant cell reaction around coil site. Cervix: chronic cervicitis. Bilateral fallopian tubes: left fallopian tube with endometriosis, perivascular chronic inflammation, intra tubal acute inflammation and hemorrhage. Right fallopian tube with no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, fatigue". Most recent follow-up information incorporated above includes: on 6-feb-2020: plaintiff fact sheet and medical record received. Per pfs event¿ migration: fundus of myometrium, abnormal bleeding (vaginal), mental anguish, weight gain, dysmenorrhea (cramping), rash, dyspareunia (painful sexual intercourse) and lower back pain were added. Per medical record event¿ intra tubal acute inflammation and hemorrhage¿ was added. Patient demographics, failure to occlude. Lab data, reporter were added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('migration: fundus of myometrium (one was dislodged in the fundus of the uterus)'), device expulsion ('migration: fundus of myometrium'), salpingitis ('intra tubal acute inflammation and hemorrhage') and genital haemorrhage ('gen. Abnormal. Bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." The patient's medical history included overweight. Concurrent conditions included hypercholesterolemia since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems"), allergy to metals ("allergy- nickel"), mood altered ("moody") and skin breakout ("skin broke out like crazy"). The patient was treated with surgery (d and c, dilation and curettage in (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, allergy to metals, fatigue, weight increased and back pain had resolved, the embedded device, device expulsion, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder, vaginal haemorrhage, dysmenorrhoea, rash, dyspareunia, mood altered and skin breakout outcome was unknown and the headache, migraine, depression and anxiety was resolving. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, salpingitis, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, mood altered, rash, vaginal haemorrhage, weight increased and skin breakout to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Per fu (B)(6) 2020, date of insertion: (B)(6) 2011, (B)(6) 2012 (discrepancy noted). (B)(6) 2011, (B)(6) 2012 essure: insertion detail: the catheter was detached from the device, and the device was in good position with 3- 4 trailing coils on the right side. The same procedure was performed on the opposite side with 3 trailing coils on the left side. There was no bleeding noted. Surgical pathology report: endometrium, curettage: weakly proliferative endometrium. Fragments of benign endocervical glands. Uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus: weakly proliferative endometrium. Adenomyosis. Focal foreign body giant cell reaction around coil site. Cervix: chronic cervicitis. Bilateral fallopian tubes: left fallopian tube with endometriosis, perivascular chronic inflammation, intra tubal acute inflammation and hemorrhage. Right fallopian tube with no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event "weight gain¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 29-may-2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('migration: fundus of myometrium (one was dislodged in the fundus of the uterus)'), device expulsion ('migration: fundus of myometrium'), salpingitis ('intra tubal acute inflammation and hemorrhage') and genital haemorrhage ('gen. Abnormal. Bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems") and allergy to metals ("allergy- nickel"). The patient was treated with surgery (d and c, dilation and curettage in (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, allergy to metals, fatigue and back pain had resolved, the embedded device, device expulsion, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder, vaginal haemorrhage, weight increased, dysmenorrhoea, rash and dyspareunia outcome was unknown and the headache, migraine, depression and anxiety was resolving. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, salpingitis, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Per fu (B)(6) 2020, date of insertion: (B)(6) 2011, (B)(6) 2012 (discrepancy noted). (B)(6) 2011, (B)(6) 2012. Essure: insertion detail: the catheter was detached from the device, and the device was in good position with 3- 4 trailing coils on the right side. The same procedure was performed on the opposite side with 3 trailing coils on the left side. There was no bleeding noted. Surgical pathology report: endometrium, curettage: weakly proliferative endometrium. Fragments of benign endocervical glands. Uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus: weakly proliferative endometrium. Adenomyosis. Focal foreign body giant cell reaction around coil site. Cervix: chronic cervicitis. Bilateral fallopian tubes: left fallopian tube with endometriosis, perivascular chronic inflammation, intra tubal acute inflammation and hemorrhage. Right fallopian tube with no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Updated outcome of event headache, migraine from unknown to recovering / resolving. Reporter was added. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('migration: fundus of myometrium (one was dislodged in the fundus of the uterus)'), device expulsion ('migration: fundus of myometrium'), salpingitis ('intra tubal acute inflammation and hemorrhage') and genital haemorrhage ('gen. Abnormal. Bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure/depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headache"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight"), tooth disorder ("dental problems"), allergy to metals ("allergy- nickel"), mood altered ("moody") and skin breakout ("skin broke out like crazy"). The patient was treated with surgery (d and c, dilation and curettage in (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, allergy to metals, fatigue and back pain had resolved, the embedded device, device expulsion, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment, tooth disorder, vaginal haemorrhage, weight increased, dysmenorrhoea, rash, dyspareunia, mood altered and skin breakout outcome was unknown and the headache, migraine, depression and anxiety was resolving. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, salpingitis, tooth disorder and visual impairment with essure. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, mood altered, rash, vaginal haemorrhage, weight increased and skin breakout to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Plaintiff received treatment for pelvic pain, abdominal pain, gen. Abnormal. Bleed, allergy- nickel, psych injury related to essure, migration, fatigue. Per fu (B)(6) 2020, date of insertion: (B)(6) 2011, (B)(6) 2012 (discrepancy noted).(B)(6) 2011, (B)(6) 2012. Essure: insertion detail: the catheter was detached from the device, and the device was in good position with 3- 4 trailing coils on the right side. The same procedure was performed on the opposite side with 3 trailing coils on the left side. There was no bleeding noted. Surgical pathology report: endometrium, curettage: weakly proliferative endometrium. Fragments of benign endocervical glands. Uterus, cervix, and bilateral fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus: weakly proliferative endometrium. Adenomyosis. Focal foreign body giant cell reaction around coil site. Cervix: chronic cervicitis. Bilateral fallopian tubes: left fallopian tube with endometriosis, perivascular chronic inflammation, intra tubal acute inflammation and hemorrhage. Right fallopian tube with no pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Updated outcome of event headache, migraine from unknown to recovering / resolving. Reporter was added. On 25-mar-2020: social media content received: new event added: rash (skin breakout), mood altered .new reporter was added.fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086723) on 29-may-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), headache ("headache"), migraine ("migraines"), nausea ("chronic nausea"), menorrhagia ("heavy menstrual period"), arthralgia ("joint pain"), mobility decreased ("mobility issues"), multiple allergies ("developed allergies"), feeling abnormal ("brain fog"), visual impairment ("poor eye sight") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, migraine, nausea, menorrhagia, arthralgia, mobility decreased, multiple allergies, feeling abnormal, visual impairment and tooth disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, feeling abnormal, headache, menorrhagia, migraine, mobility decreased, multiple allergies, nausea, pelvic pain, tooth disorder and visual impairment with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.